Event description:
Baxter complaint coordinator reported a patient experienced an allergic reaction during a hemodialysis treatment while using a ca210 dialyzer. The patient was reported to have symptoms of headache, lip numbness and high blood pressure. The dialysis treatment was stopped and the extracorporeal blood was returned to the patient. Hydrocortisone (dose and route unknown) was administered. It was reported that the patient has used this type of dialyzer in past without issue. No further information is available at this time.